Event description:
It was reported that the relion® insulin syringe experienced failure to deliver medication during use. The following information was provided by the initial reporter: the device plunger rods are difficult to move.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (17 )3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9343419. Customer states that the plunger rods are difficult to move. All returned syringes were tested and the plunger was able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch # 9343419 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343419 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe experienced failure to deliver medication during use. The following information was provided by the initial reporter: the device plunger rods are difficult to move.